Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced the infusion set tubing was leaking at the site event on (B)(6) 2026. The infusion set had been in use for 4 days. The customer was able to change the infusion set. No further information availability.